Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was requested from the reporter, however, the information could not be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the exact cause of the malfunction. The debris was unable to identified. This issue is addressed in the instructions for use (IFU): the user can detect the suggested event properly by handling the device in accordance with the following IFU. Operation manual_ preparation and inspection inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function IFU describes reprocessing of a/w nozzle/channel as follows: reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories -clean the external surface_ clean the external surfaces of the insertion section: while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. -take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end. -flush the air/water channel with detergent solution olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was discovered to have a clog. After further review it was also found that there was an instrument channel leak, low tension on the control knob, play, deep dents and scratches on the distal end cover, fluid in the light guide lens, and cracked distal sheath glue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope received an a120 scope error alarm during reprocessing. It was stated that the channel may be blocked or not properly connected. There were no reports of patient harm. During testing and inspection of the returned device, the nozzle was found to be clogged.